Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported no load set screen, which was confirmed during evaluation. Review of the event history log found several 'set improperly loaded!' Messages, although it cannot be confirmed if these events occurred while the user attempted to load the set or if the pump falsely detected tubing at loading points. Evaluation determined the assignable root cause to be a(n) ultrasonic sensor being out of specification the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no load set screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.